Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure to treat a lesion via the radial approach in the radial artery that was heavily tortuous. During a failed attempt to cross, and before reaching the target lesion, the distal portion of the guide wire broke in two pieces due to the very tortuous radial. The external segment was removed by femoral, the other segment was removed using two multi-snare catheters. The planned procedure was successfully completed by femoral access. The patient outcome was good. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely an interaction with the tortuous and calcified lesion contributed to the reported difficulties advancing the guide wire. Furthermore, manipulation of the guide wire in the tortuous anatomy as resistance was encountered would have resulted in tensile or torsional loads beyond its design limits causing the guide wire to detach. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.